Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experienced hyperglycemia. Customer¿s blood glucose level was 30.1 mmol/l. Customer stated that sensor had sensor updating alert. Troubleshooting was performed for sensor issues. Customer decline troubleshooting. The insulin pump will not be returned for analysis.